Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, 30mm amplatzer patent foramen ovale (pfo) occluder was chosen for implant, using an unknown abbott delivery sheath. During deployment, the device was noted to deform to a bulbous shape. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed, and a replacement 25mm amplatzer patent foramen ovale (pfo) occluder was successfully deployed. The patient was reported to be stable. There was no clinically significant delay in the procedure and no adverse patient effects.

Event description:
It was reported that on (B)(6) 2023, 8mm amplatzer septal occluder was chosen for implant. During deployment, the device was noted to deform to a cobra-like shape. There was no angulation or kink noticed in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed and a replacement 7mm amplatzer septal occluder was successfully deployed. The patient was reported to be stable. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.